Event description:
It was reported that on (B)(6) 2017, a patient was treated with a gore® excluder® aaa endoprosthesis. Initial post-operative maximum aortic diameter was 49 mm. On (B)(6) 2017, the patient presented with a type ii endoleak. The endoleak was not treated and persisted in subsequent CT imaging. It is unknown whether a reintervention was recommended or not. On an unknown subsequent date, the patient presented with a type ib endoleak. The patient was treated with implantation of an additional contralateral leg endoprosthesis (B)(4) in the right common iliac artery. This event was already reported to the nca under manufacturer reference no. (B)(4). By (B)(6) 2021, maximum aortic diameter had expanded to 83 mm. On (B)(6) 2023, the patient presented to the hospital with aneurysm rupture. At the time of rupture, the maximum aortic diameter was 100 mm. The patient was treated with surgical conversion and the devices were explanted but the patient died.

Manufacturer narrative:
A review of the manufacturing records indicated the lot met pre-release specifications. Patient imaging was requested but was not provided and the explanted device was not returned for evaluation. Based on the incident description and the subsequent investigation, no further information was provided to gore, we are unable to determine the cause of this incident and assign a root cause. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include but are not limited to endoleak, aneurysm enlargement, aneurysm rupture and death.

Manufacturer narrative:
H3: explanted devices are unavailable for evaluation. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that on (B)(6) 2017, a patient was treated with a gore® excluder® aaa endoprosthesis. Initial post-operative maximum aortic diameter was 49 mm. On (B)(6) 2017, the patient presented with a type ii endoleak. The endoleak was not treated and persisted in subsequent CT imaging. It is unknown whether a reintervention was recommended or not. In (B)(6) 2017, the patient presented with a type ib endoleak and was treated with implantation of an additional contralateral leg endoprosthesis in the right common iliac artery. By (B)(6) 2021, maximum aortic diameter had expanded to 83 mm. On (B)(6) 2023, the patient presented to the hospital and aneurysm rupture. At the time of rupture, the maximum aortic diameter was 100 mm. The patient was treated with surgical conversion but the patient died.